Event description:
Boston scientific crm received information that this patient has been experiencing lightheadedness due to oversensed noise which has resulted in pacing pauses greater than six seconds. The caller was inquiring about programming options and/or a possible lead revision procedure. A boston scientific crm technical services consultant discussed programming options with this caller. The caller confirmed the device was reprogrammed voor as this was the better option to ensure pacing but to not provide fast pacing due to the noise. One week later, this lead was removed from service and replaced. No other adverse events have been reported.

Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. Therefore, boston scientific crm cannot confirm the reported clinical observations. This issue will be re-evaluated if additional information is received.